Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Reportedly, the perirectal fat layer at the apex of the prostate was thin, the rectal hump was also high and required several punctures, possibly damaging the anterior rectal wall. In the physician's assessment, the spaceoar partially flowed into the layer created during the first needle puncture. On (B)(6) 2021, magnetic resonance imaging (MRI) was performed and it was confirmed that spaceoar was partially placed in the anterior wall of the rectum. There were no patient complications reported as a result of this event. The intensity-modulated radiation therapy (imrt) was scheduled to start on (B)(6) 2021. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.